Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to losing consciousness after experiencing low blood glucose (bg) levels of 0 mmol/l, while wearing the pod on the abdomen between 5 and 24 hours. At the hospital, the patient was administered a glucose infusion.